Manufacturer narrative:
(B) (4). (B) (4).. There was corrosion in the gear train, causing a stall. Gear 2,3, and 5 had residue. The base plate jewel of gear 3 was darkened. The bulkhead had corrosion on it. No flow testing was possible.

Event description:
The pump was returned to the MFR with no additional info. Additional info has been requested. A f/u report will be submitted if additional info becomes available.